Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a patient that presented with an acute inferior wall infarction. Total occlusion of right coronary artery (rca) was observed on angiography. The mid-distal rca was pre-dilated with a 2.0x15 mm non-abbott balloon, after which a 2.5x23 mm xience prime stent was implanted. After stent implantation, it was observed that a dissection had occurred at the distal end of the stent and the vessel was occluded. A 2.5x12 mm xience prime was implanted at the distal end of the stent and flow was recovered and the procedure was ended. Beginning in (B)(6) 2013, the patient had felt tight chest on exertion. Coronary angiography was performed on (B)(6) 2013 and a total occlusion of both xience prime stents was observed. The lesion was pre-dilated with a 2.0x15 mm mini trek balloon catheter. Since thrombus was observed in the distal part of the stent, a 2.25x20 mm non-abbott stent was implanted in the distal rca and a 2.5x23 mm xience prime stent was implanted at the middle of the xience prime stents. Post-dilatation was performed with the xience prime sds balloon at 14 atmospheres. A 90% stenosis remained in the distal rca; however, the procedure was ended when timi 3 flow was observed. The patient condition was good and the patient was discharged later that day. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: joker. Guide cath: taiga 6f jr4 sh. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, dissection, occlusion, and thrombosis are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The 2.5 x 12 mm xience prime referenced is being filed under a separate medwatch report.